Event description:
New information received notes that programming changes were made and it did not resolve the issue.

Event description:
It was reported the patient presented with an atrial lead that oversensed noise, which triggered pacing inhibition. No changes or intervention was reported. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.